Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, the was reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problems like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device set-up/inspection, the gastrointestinal videoscope exhibited blurred image. There was no report of patient involvement or user injury associated with this event.